Event description:
Reported as "leak at chamber level noted during an irm (medical imagery test) whilst attempting to inflate the lapband. Partial rupture of the tubular at 5cm from the chamber."

Manufacturer narrative:
Medwatch sent to FDA on: 31/may/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port) and an opening on the port tubing located in between the port/injection site and the stainless steel connector. The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."